Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was 148 mg/dl. The customer is playing catch in the water. The customer report that there is fluid under the lcd display. The customer is to receive an oow cot pump due to the moisture inside the insulin pump lcd screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was also found on the motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.